Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added h6 component code 925 d4-corrected model number added d6a/d6b. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions: including catheter position, pre-existing medical conditions, and small left ventricular volumes / may also play a role in patient susceptibility to hemolysis.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding a 58 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support via the impella device. During support, this patient endured hemolysis with a possible relationship to the impella device. One unit of blood products were delivered, in response to a drop in hemoglobin.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured lle acute limb ischemia with a "possible" relationship to the impella device used: ¿after impella removal, immediately l leg was pulseless, cold, with pain from thigh down to left toes. Vascular and cardiac team evaluated. Team suspected thrombus formation on impella device with embolization down the left leg during removal. Vascular performed embolectomy/thrombectomy and fasciotomy on l iliac artery. The patient recovered with no sequelae.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Manufacturer narrative:
The investigation into the hemolysis issue has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.